Manufacturer narrative:
Date of event: estimated as (B)(6) 2020 based on the literature manuscript received on 12/14/2020. Literature citation: abhishek maan, md, scm, mohit k. Turagam, md, ms, srinivas r. Dukkipati, md, and vivek y. Reddy, md. Percutaneous extraction of a migrated watchman device after seven months. J innov cardiac rhythm manage. 2021;12(7):4573-4575. Doi: 10.19102/icrm.2021.120701.

Event description:
It was reported that an implant movement occurred. A left atrial appendage (laa) closure procedure was performed. A watchman flx laa closure device with delivery system (wds) was used. Seven months post procedure transesophageal echocardiogram (tee) revealed the closure device had lost compression and protruded 0.91 cm from the laa. A 27mm closure device was temporarily placed in the ascending aorta for cerebral embolic protection, this device remained on the connecting wire during the extraction procedure. Heparin was administered and an activated coagulation time of greater than 250 seconds was achieved. The closure device protruding from the laa was dislodged from its position, retracted into a 23 french sheath via an endoscopic grasping tool, and removed from the patient. A new 24mm watchman flx closure device was successfully placed in the laa and the procedure concluded. Four months post extraction and implantation procedure, tee revealed the closure device had maintained its original position. No patient complications were reported.